Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the returned battery and cartridge caps were undamaged and used to complete the investigation; the battery compartment was observed to be cracked from the bumper grip down to the case seal. The black box showed multiple call service no cartridge detected warnings on 08/16/2014. Unrelated to the initial complaint, the display contrast was observed to be dim and faded. The piston was unable to detect the cartridge upon the first load attempt; the load step malfunction complaint was duplicated during testing. The force sensor calibration reading could not be completed. The pump case was removed for further investigation and moisture corrosion was found to the force sensor circuit and on the force sensor flex pins. The force sensor resistance reading was above specifications at 30m ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.